Event description:
The customer reported that the system displayed a file system corruption detected error message which prevented the system from booting up. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.